Event description:
The physician attempted arteriotomy closure with the closer s tsl 6 fr device. While positioning knot with suture trimmer, the black tip on end of device fell off. He retrieved the tip and close was successful with first device. No pt complications noted.